Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date and device history record information in the h6 and h11. Updated fields: h2, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the most probable cause of the malfunctions is traced to component failure: channel cleaning brush cannot inserted smoothly due to a dent in the channel tube. Streak or flare appears in the image due to adhesive peeling around the distal objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that due to a dent on the channel tube, channel cleaning brush could not be inserted smoothly, and the image has a streak or flare. There was no patient involvement.